Event description:
It was reported that the clinician used a duramatrix onlay plus product that was approximately 1 month past its expiration date to complete an emergency cranitomy/ craniectomy as it was the only available product on the shelf.